Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the firing sequence was not completed during the first cartridge firing. The knife blade got stuck mid-way during the firing sequence and did not advance further. The manual override had to be used to pull the knife back. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Cartridge, pan, sled movement the analysis found that the ple60a device was received in good visual condition and with an ecr60g cartridge loaded on the device; the reload was returned partially fired 1/16 and with the cartridge pan partially detached from the cartridge at right proximal end. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore several drivers were noted to be out of position. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.